Event description:
It was reported that during the splitting process of the outer catheter during implant procedure the left ventricular (lv) lead dislodged. The physician observed that the lead body was bent. This lead was removed from service and replaced with a new lead. No additional adverse patient effects were reported. The lead has been received by boston scientific for evaluation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported dislodgment and lead damage

Event description:
It was reported that during the splitting process of the outer catheter during implant procedure the left ventricular (lv) lead dislodged. The physician observed that the lead body was bent. This lead was removed from service and replaced with a new lead. No additional adverse patient effects were reported. The lead has been received by boston scientific for evaluation.